Event description:
It was reported that the carotid wallstent was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After deployment of the stent, there was resistance felt when removing the stent delivery system. There were no patient complications as a result of this event.

Event description:
It was reported that the carotid wallstent was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After deployment of the stent, there was resistance felt when removing the stent delivery system. There were no patient complications as a result of this event

Manufacturer narrative:
H6 - evaluation method codes; evaluation conclusion codes.